Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported a broken gamma nail which requires revision. Update: non union in patient. Upon return of the devices, one of the locking screw was found broken.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. Device inspection revealed the following: the received screw was found to be broken from the mid-shaft region. Although lines of rest are not clearly visible, but they are present on the breakage surface very slightly. Along with that, the smooth surface indicates towards a fatigue fracture due to high cyclic overloading. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation and the available information, the root cause of the breakage is a user related factor. Non-union and progressive overloading eventually led to the breakage of the nail and subsequently a distal locking screw as well, in a fatigue manner. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported a broken gamma nail which requires revision. Update: non union in patient. Upon return of the devices, one of the locking screw was found broken.

Event description:
The customer reported a broken gamma nail which requires revision. Update: non union in patient. Upon return of the devices, one of the locking screw was found broken.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.